Manufacturer narrative:
D4: the black navlock tracker pn/lot was confirmed to be unknown/unavailable. H4: the manufacture date is unknown/unavailable. H3, h6: the tracker has not been returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a computed tomography to fluoro case on a 1 level tlif using the black tracker, there were low performance instances during navigation. The tracking details did not accurately represent the tracker's movement, and instruments remained in place in the tracking view despite camera movement. In the procedure a guidance system driver was not available, so a navigation driver was utilized. The plan was to prepare the four screw-entries using the robot for the trajectory, but then freehand the remainder of the case without using the robot. To circumvent not having the guidance system driver, the site verified their black tracker using a 6.5 tap, and then replaced the attachment with a driver intended for navigation. Due to attachment's length differences, the site added a projection to the black tracker with the driver to estimate the length of the black tracker with the 6.5 tap in navigation. The surgeon initially used the guidance system robot to prepare and tap the four screw locations, then proceeded to freehand the screw insertions using the black tracker with the driver. The system began showing low performance messages when the black tracker with the driver for navigation was introduced into the camera's field of view. Despite these messages, the surgeon was able to freehand all four screws and used fluoro to verify screw placement. The camera was disconnected and reconnected, which temporarily resolved the issue for about 30 seconds before the low performance messages returned. There was no delay in the surgical procedure, and no patient harm was reported. Additional information was received. It was reported that the black tracker was lagging in navigation. The screws were inserted using the tracker and the position of the screws were confirmed with fluoroscopy.

Manufacturer narrative:
H2) additional information in sections d and g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.